Event description:
It was reported that noise resulting in inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. Additionally, the device entered backup mode with no high voltage defibrillation therapy due to an unknown reason. Abbott technical support reviewed device session records and alleged the device charged many times due to the noise on the rv lead. The device was explanted and replaced, and the rv lead was replaced to resolve the event. The patient was in stable condition.